Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had questions on the interstitial signal. His blood glucose level went high due to site issues. Customer's blood glucose level was 456 mg/dl. The customer did an infusion set change to treat for their high blood glucose level. Customer's sensor glucose reading was 144 mg/dl but his blood glucose level was 118 mg/dl. The device was not returned.